Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Medwatch# (B)(4). When attempting to remove the intraosseous (io) needle that was placed at an outside hospital (prior to admission to our facility), the needle broke. A portion remained in the tibia. The clinical nurse specialist (cns) and patient's nurse alerted the senior medical resident notified. The senior medical resident made multiple attempts to remove the needle fragment. After failing to do so, he ordered an x-ray. The obtained x-ray showed that the needle was not bent in the patient's leg. The io company was called for suggestions regarding how to remove the needle fragment. Ultimately, the io was removed by the senior medical resident with the use of an or clamp. Follow up information reported: we attributed the issue to user error in the removal, but it was an unusual event that was worthy of reporting since it involved some time to get a surgical physician resident to figure it out.